Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported blood glucose (bg) fluctuations, including a low below 40 mg/dl lasting 2 hours overnight, treated with sprite, crackers, and a dilly bar. The following day, bg was elevated for 6 hours, reaching 364 mg/dl by fingerstick during the call. The user had changed their steel contact detach infusion site 3 hours prior. Before lunch, bg was 267 mg/dl: after a high-carb meal, bg rose to 374 mg/dl on ilet, with fingerstick showing 353 mg/dl. Follow-up call attempts were made, and later bg was 242 mg/dl with a downward trend. By late evening, reports showed bg back in range. The user's lowest blood glucose (bg) recorded was 40 mg/dl, and highest was 400 mg/dl. Bg was corrected after replacing the infusion site. The ilet alerted for both high and low bg. No outside assistance or medical intervention was required. The user's symptoms reported during the event were unawareness during low bg and thirst with crankiness during high bg.